Manufacturer narrative:
Internal report # (B)(4). No meter return for evaluation. Returned test strips evaluated with defect found. Qc investigation on 6/6/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause - washed strips. No chemistry observed. No further investigation required. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. Customer was using alcohol swabs previously to cleanse area. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed during call on (B)(6) 2017 produced result of e-3. The product is stored in the bedroom; customer stated she stored the strips in the meter case, out of the original container. The test strip lot manufacturer's expiration date is 11/24/2017 and open vial date was undisclosed. Adverse event not reported at time of call on (B)(6) 2017.